Event description:
It was reported that episodes of non-sustained right ventricular oversensing due to lead noise were observed on the rv lead. The patient presented to the clinic on (B)(6) 2024, and programming changes were made. No noise was reproduced after the changes were made. There were no adverse health consequences to the patient.